Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china (osh), there was the possibility that this phenomenon was attributed to the partial disconnection of the camera cable due to external force. In addition, there was also the possibility that this phenomenon was attributed to the electrical circuit board had failure, or the corrosion or dirt or attached foreign material on the electrical contacts of the video connector.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus china, it was found that the endoscopic image was flickered or disappeared when moving the camera cable.there was no report of patient injury associated with this event.